Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Cable assembly connector pins broken.

Event description:
Information was received from a family member of a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that there was a picture of a doctor appearing on the patient programmer and the implantable neurostimulator recharger. The family member of the patient was unsure of any code that was appearing on the devices. It is unknown what caused this issue. At an appointment, the screen that the patient was experiencing was clarified as a power on reset screen, and upon interrogating the implantable neurostimulator, the manufacturer representative received a device discharge screen. It is unclear how the device got into or out of the overdischarge, and the patient did not know either. There was no physician mode restart performed, and the implantable neurostimulator was charged to 100% by the patient before the appointment. The power on reset message was cleared with the clinician programmer, and the correct stimulation returned to the patient. There were no patient symptoms reported. Additional information received from the manufacturer representative (rep) reported that the patient was seen on (B)(6) 2016. The recharger pin and part where it was plugged into was broken. Stimulation was working fine, the equipment just broke. The desktop charger (dtc) connector was loose and the implantable neurostimulator recharger (insr) connector was damaged. A replacement dtc and insr were sent. No out-of-box failure occurred and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.